Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of rupture/capsular contracture was requested on dec 29, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii, and 'armpits with small adenopathies of normal morphology.' Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
The healthcare professional reported right side device rupture and capsular contracture, baker grade ii diagnosed via MRI . The device has been explanted and replaced with another manufacturer's device.